Event description:
The facility had reported an infusion pump with a failure code 808:04. The facility representative had stated that no patient injuries were involved with this pump and that no patient incidents have been reported since the last baxter service event. The pump had been set up to infuse medication from a bag at a rate of 1.8ml/hr. Information was requested by baxter regarding the date this report occurred, the medication involved, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.